Event description:
The customer reported via phone call that they had gone into the pool while connected to the insulin pump. Customer's blood glucose was unknown. The customer stated there was fluid present under the lcd display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a corroded battery tube. No moisture damage was noted to the electronics, motor, display or keypad traces. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.